Event description:
Iridex became aware of a patient experiencing a slight burn on the cornea followed by a damage on the conjunctiva during treatment with a micropulse p3 delivery device. It is unknown if the doctor continued to treat the patient with the same probe after the initial burn. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.